Event description:
A cgm error 42 was reported. There was no adverse impact to the customer's blood glucose level. A complete pump reset was provided by technical support, and the caller was guided through the process. Following the reset, the pump did not display the error again, and the caller successfully started their sensor session.